Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional information was requested on 08/02/2007 and 08/16/2007 by phone, fax, and mail. Additional information was received 08/02/2007, 08/16/2007, 08/17/2007, and 08/23/2007 by phone. A follow-up questionnaire has not been returned.

Event description:
A nurse reports that following bilateral intraocular lens (iol) implant surgery, a pt reported blurry vision and was not satisfied with the results. The lenses were explanted and replaced with another model. Right eye MDR # 1119421-2007-00358. Left eye MDR # 1119421-2007-00359.